Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-6034. It was reported the pt experienced her stimulation turning off. A sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address this issue.